Event description:
A trained registered nurse was using a saf-t-intima IV catheter on an oncology pt. They removed the stylet and needle from the IV catheter and placed it on a nearby table in order to complete the securement of the IV catheter; they assumed the needle was covered in the needle chamber. When the nurse returned to the table to dispose of the needle device they were stuck by the needle that was not completely covered. The nurse is being followed by the infection control officer and fortunately the pt does not appear to be a high risk carrier of any disabling disease.